Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported that this patient recognized that the controller changed from one power port to the other one before batteries were down to 25%. He also observed a "critical battery" alarm. The battery was replaced and there was no reported effect on the patient.